Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a proximal humeral plating procedure, the screw went through the plate. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a proximal humeral plating procedure, the surgeon drilled through the fast guide with a 2.7mm drill without using the drill sleeve. This caused the screw to go through the plate resulting in the screw having to be removed from the patient. Procedure was completed with a different screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part and lot numbers of the device are unknown. Root cause could not be determined; however, it is noted that the user did not follow surgical technique. The surgeon did not utilize the 2.7 mm soft tissue/drill guide while drilling through the f.a.s.t. Guide in the plate; however, the f.a.s.t. Guide still serves as a guide for drill. It is not believed this deviation would have lead to the event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.